Manufacturer narrative:
The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The viperwire advance guide wire tip fractured. The fractured component was retrieved. A new viperwire was used to complete the procedure.